Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Visual summary analysis of the lead indicated stretching and damage at implant. The proximal and distal conductors of the lead became extrinsically distorted due to pulling/stretching/overstress, and the inner and outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress.

Event description:
It was reported that during the implant attempt, the physician encountered difficulty while attempting to advance or retract the lead. The physician decided to withdraw the lead, resulting in a significant amount of stretching in the lead body. The lead was inspected visually after being removed, and while the insulation did not appear to be damaged, the lead coils did appear to have been affected. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).